Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2023. While at work, the patient¿s cgm was reading 176 mg/dl (no bg meter comparison done at this time). The patient began experiencing tremors, fatigue, and nausea prior to him eventually losing consciousness. The patient was brought to an in house health center at his workplace and was treated with ¿candy and stuff¿ to bring up his bg. At the health center, the patient¿s bg fingerstick was 100 mg/dl. It is unclear when this bg reading was taken in comparison to when the patient was given treatment for a low bg. The patient did regain consciousness at the health center and was not transported to a medical hospital for this event. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.